Manufacturer narrative:
(Exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device has been affected. The family is unsure if a fall has occurred, but it cannot be ruled out. Re-implantation took place.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. The family is unsure of any fall, but it cannot be ruled out. An integrity test will be performed on (B)(6) 2017.